Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator (scs) was no longer functioning as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.